Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient's mom reported that the patient's blood glucose was reading 575 mg/dl and the continuous glucose monitor (cgm) was showing high. The patient's mom contacted their doctor. The doctor advised the patient's mom to drive the patient to the hospital. The patient was admitted to the hospital and received insulin and intravenous (IV) fluid therapy. The patient was released from the hospital on (B)(6) 2017. There was no allegation of malfunction to the device. No additional patient or event information is available.